Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported the a patient had undergone a tka procedure (B)(6) 2019. During the 2019 procedure the following arthrex products were implanted: ar-513-t5, ibalance tka modular tibial tray (lot 10280798), ar-513-bf18, ibalance tka bearing implant (lot 113601824), ar-516-6l, ibalance femoral implant (lot 10221540), ar-524-psd0, patella implant dome (lot 132581832). Roughly 6 months post op patient began having issues with fully extending the knee. It was reported there was a post-op disengagement of the poly from the tray. The patient underwent a revision surgery at the same facility by the same surgeon. During the revision all of the original arthrex devices were explanted. To complete the revision procedure another manufacturer's product was used. Risk management department at the facility has possession of the explanted devices. Additional information provided 11/23/2020: the revision procedure took place (B)(6) 2020.